Event description:
It was reported that pump displayed temperature alarm 11 while customer was charging pump and there was no exposure to extreme temperatures. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use current pump, and technical support arranged replacement pump under warranty, confirmed shipping address, instructed customer to place malfunctioning pump into storage mode and return it with pre-paid label, and advised customer to reenter pump settings and reconnect cgm on replacement pump, which customer understood and acknowledged.